Event description:
It was reported that during implant, varying thresholds were noted. Via fluoroscopy, it was observed that the lead perforated the cardiac wall. The lead was repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.